Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary missing dose number segments were reported in a humapen memoir device. The user returned the actual complaint device (batch 1006c01, manufactured june 2010) for investigation. The detailed investigation confirmed missing dose segments in the display due to an open solder joint in the microprocessor. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action - this is only the (B)(4) occurrence of this particular failure mode. Due to its rare occurrence, no additional corrective action is planned at this time. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(6). This device case, which does not include an adverse events, reported by a pharmacist who contacted the company to report a product complaints, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication. On (B)(6) 2011, it was reported that the number zero appears as a letter c in the dose number segments of the patient's humapen memoir insulin delivery device. This report was associated with product (B)(4) / lot number 1006c01. The user and the user's training status was not provided. The device duration of use was not provided. The pen was returned to the manufacturer on (B)(4) 2011.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse events, reported by a pharmacist who contacted the company to report a product complaints, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication. On (B)(6)-2011, it was reported that the number zero appears as a letter c in the dose number segments of the patient's humapen memoir insulin delivery device. This report was associated with product complaint (B)(4). The user and the user's training status was not provided. The device duration of use was not provided. The pen was returned to the manufacturer on (B)(4)-2011. Update (B)(4)-2011: additional information received on (B)(4)-2011 from the global product complaint database added the device specific safety summary, and updated fields.